Event description:
Device diagnostic testing at office visit in 2003 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction or connection problem. This office visit was the first time the patient had been seen since implant surgery and it is believed that the device was programmed to on at this visit. The patient's family reports that the patient is possibly experiencing some seizure control. Neurosurgeon indicated that during implant surgery, o.r. Nurse stated that device diagnostic test results were within normal limits; however, device programming history from day of surgery revealed that high lead impedance reading (dc-dc code 7 and limit) was obtained during intraoperative lead test. X-rays have been ordered to rule-out obvious discontinuities in the ncp system, but have not yet been taken. Revision surgery is not yet being considered pending further testing.